Manufacturer narrative:
Age at the time of event: 18 years of age or over. (B)(4). Device evaluated by MFR: returned product consisted of an innova self-expanding stent delivery system (sds). The outer sheath, middle shaft, and the remainder of the device were checked for damage. There was a kink at the nosecone. The device showed damage consistent with interaction with the introducer sheath. The inner liner was kinked and buckled. The kink was approximately 6cm from the markerband. The buckling was at 17.5cm from the markerband. The plastic tip was also detached and was located proximal the tips location on the inner liner. The damage is consistent with the device having interference during removal from the introducer sheath. The damage that was noticed may have been from the customer pulling torqueing the device to try to forcibly remove it. The stent was not returned. Per the customer¿s summary the stent was placed in the patient and the patient remained stable. The handle was opened to inspect for additional damage, no additional damage was noticed. Inspection of the remainder of the device, revealed no other damage or irregularities. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported that the delivery system was difficult to remove and was broken. A 6x150x130 innova¿ stent was selected for a percutaneous transluminal angioplasty (pta) procedure on an 80% stenosed and mildly calcified lesion in the mildly tortuous superficial femoral artery (sfa). During the procedure, a non-bsc sheath was punctured towards the direction of the sfa by antegrade approach from the left inguinal. The sfa stenosis area was passed through using a non-bsc guidewire. The innova stent was placed without issue. The physician attempted to remove the delivery system and it could not be removed, there was strong resistance. The guidewire was moistened with saline and removal was attempted several times with no success. The delivery system was removed by applying excessive force and when the distal tip came out of the patient, that part was grasped and forcibly removed. The delivery system was physically broken at this point. Another innova 6mmx60 was placed in the proximal. The same guidewire was used and the delivery system was removed without issue. It was noted by the physician that the guidewire lumen of the first innova device was unusual from the beginning. There were no patient complications reported and the patient¿s condition was stable.